Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, an error message which states erroneous parameter values detected was noted from patient's pacemaker. Programming changes were made. There were no patient consequences.